Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained lead noise resulted in intermittent capture and varying threshold were noted. No intervention was performed as the intermittent capture and threshold could not be reproduced. The patient was stable and will continue to be monitored.